Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 42 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pelvic pain female, chronic diarrhea and metrorrhagia. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy - laparoscopy tubal cautery). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure administration. The reporter commented: pelvic ultrasound.date descripency noted in pelvis ultrasound test date :(B)(6) 2020. Reason for study: pain. Comparison: none. Indication: 38 year-old female with pain. Findings: bilateral essure coils in the pelvis with assumption in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: specimen. 1. Right fallopian tube - permanent. 2. Left fallopian tube ¿ permanent. Pre and postoperative diagnosis: endometriosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 22-dec-2023: update of imdrf code choices from ptc investigation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 42 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pelvic pain, chronic diarrhea and metrorrhagia. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy - laparoscopy tubal cautery). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: specimen. 1. Right fallopian tube - permanent. 2. Left fallopian tube ¿ permanent. Pre and postoperative diagnosis: endometriosis. [Ultrasound pelvis] on (B)(6) 2020: reason for study: pain. Comparison: none. Indication: 38 year-old female with pain. Findings: bilateral essure coils in the pelvis with assumption in the fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.